Manufacturer narrative:
A complaint investigation will be performed. The complaint product is not available for the investigation. A supplemental report is not anticipated unless the results of the complaint investigation identify a corrective action or additional relevant information. Should the product become available, a physical evaluation will be conducted and a supplemental report filed with the results. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. Device discarded by customer.

Event description:
Per international affiliate: procedure: revision of previous fusions - t8 to s2 (5th revision). Fusion at l4/l5. Pseudoarthrosis at l5/s1. Loosening of two screws at s2. The sales representative was aware of the event on (B)(6) 2014 but was late in reporting the event to the international affiliate. The sales rep has been advised of the need to immediately report adverse events. The following mfg medwatch reports were filed for the two screws that had loosened post-operatively: mfg medwatch report number 1526439-2014-11487; mfg medwatch report number 1526439-2014-11488.